Event description:
It was reported that the patient's right hip was revised due to trunnionosis. Surgeon also reported that the shell was not anteverted properly, causing impingement of the liner and stem. An accolade stem, 40mm femoral head, and liner were revised to competitor femoral implants and a new stryker liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated:" I can confirm that the patient had a right total hip arthroplasty which developed trunnionosis/head neck disassociation since I was able to review an x-ray demonstrating the problem and failure. Unfortunately, there were no demographics or any markings on the x-ray. It was a right total hip arthroplasty if conventional orientation was utilized. I cannot confirm that the patient had a revision because I have no documentation including office notes, operation notes or post revision radiographs. The root cause of this event cannot be determined with certainty. The causes of trunnionosis with head neck disassociation are multifactorial including surgical technique, especially in the way that the femoral head and trunnion are prepared for insertion and the way in which the femoral head is inserted on the femoral trunnion. Also, importantly it was noted that the acetabular component was not anteverted properly causing impingement of the liner and stem. This can certainly contribute to the event. Other factors including the patient's lifestyle, activity level and bmi also contributes. Implant factors may also the contributory. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that there was malposition of the shell. A review of the provided medical records by a clinical consultant indicated:" I can confirm that the patient had a right total hip arthroplasty which developed trunnionosis/head neck disassociation since I was able to review an x-ray demonstrating the problem and failure. Unfortunately, there were no demographics or any markings on the x-ray. It was a right total hip arthroplasty if conventional orientation was utilized. I cannot confirm that the patient had a revision because I have no documentation including office notes, operation notes or post revision radiographs. The root cause of this event cannot be determined with certainty. The causes of trunnionosis with head neck disassociation are multifactorial including surgical technique, especially in the way that the femoral head and trunnion are prepared for insertion and the way in which the femoral head is inserted on the femoral trunnion. Also, importantly it was noted that the acetabular component was not anteverted properly causing impingement of the liner and stem. This can certainly contribute to the event. Other factors including the patient's lifestyle, activity level and bmi also contributes. Implant factors may also the contributory. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.